Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that it resets.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resets) has been confirmed. Upon investigation, the battery charger/modem resets. The cause for the failure was isolated to a contaminated controlling transistor and u13 component on the bedside board. The root cause for the contamination was unable to be positively identified, but was likely due to an ingress of an unk liquid. The root cause for the damaged component was unable to be positively identified. No adverse event resulted from the defective battery charger/modem.